Event description:
This event was reported as ring explanted after 3 months due to an unknown reason. No further info was provided.

Event description:
This event was reported as endocarditis of the mitral valve with staphylococcus epidermidis.